Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced 3 infusion set cannula was kinked event on 20-mar-2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured within 3 hours of insertion. The site of insertion was at abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR (B)(6) - device 3 of 3.